Event description:
It was reported that there was a lead warning for low right ventricular (rv) lead impedance. The rv lead bipolar impedance was lower than the unipolar impedance. The rv lead was programmed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).